Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Bottom brush head fell off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that the bottom brush head fell off of an oral-b dual clean brushhead into his or her mouth while in use with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.